Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon evaluation, there were poor solder joints at the pulse wires inside the distribution node (dn). The cause of the check belt alarms is the poor solder joints at the pulse wires. The root cause of the poor solder joints cannot be positively identified but is likely a mfg error. In addition, the trunk cable connector was also damaged. The root cause for the damaged connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the poor solder joints or damaged connector. The pt received a replacement electrode belt.